Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included overweight, colitis, bowel obstruction, anxiety, diarrhea, dental abscess, gastroenteritis, skin cyst, ovarian cyst, polymenorrhoea, fibroids, bipolar disorder, dysfunctional uterine bleeding, abdominal pain lower, nephrolithiasis, enterocolitis and pyelonephritis. Concomitant products included ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (sprintec) in 2017 and metronidazole (flagyl 250). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced tooth disorder ("dental problem"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,") and depression ("psychological or psychiatric problems condition: depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash, skin disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, fatigue, weight decreased, vaginal infection and bacterial vaginosis outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: 1. 3.7 x 4.4 cm fibroid in the uterine body with heterogeneous posterior shadowing. 2. 2 cm right ovarian cyst. Lot number: 20183089. Manufacture date: 2009-06. Expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included overweight, colitis, bowel obstruction, anxiety, diarrhea, dental abscess, gastroenteritis, skin rough, ovarian cyst, polymenorrhoea, fibroids, bipolar disorder, dysfunctional uterine bleeding, abdominal pain lower, nephrolithiasis, enterocolitis and pyelonephritis. Concomitant products included ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (sprintec) in 2017 and metronidazole (flagyl 250). On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced tooth disorder ("dental problem"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash"), skin disorder ("skin condition"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,") and depression ("psychological or psychiatric problems condition: depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash, skin disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, fatigue, weight decreased, vaginal infection and bacterial vaginosis outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: 1. 3.7 x 4.4 cm fibroid in the uterine body with heterogeneous posterior shadowing. 2. 2 cm right ovarian cyst. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, bacterial vaginosis, psychological or psychiatric problems condition: depression were added. Removal details were added. Case becomes incident. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.